Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was difficult to position, and once in place the lead measurements were not able to be obtained. A different model lead was implanted successfully. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was difficult to position, and once in place the lead measurements were not able to be obtained. A different model lead was implanted successfully. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits, confirming the conductors were intact. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet was inserted into the lead without issue, indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of placement difficulty and inability to obtain diagnostic measurements.